Event description:
Information provided states that 2 distal set screws were dropped from the stabilization system. A revision surgery was conducted to replace the two screws. Revision surgery went ok.

Manufacturer narrative:
Additional lot number: p36. The product has not been returned for evaluation.